Manufacturer narrative:
Unit passed the self-test, off no power test, unexpected restart error test, displacement test and rewind test. The operating currents were in specification. Compromised force sensor system alarmed during basic occlusion test due to loose/protruded drive support disk. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, missing drive support cap sticker, and missing end cap sticker were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The drive support cap was sticking out. Customer's blood glucose level was 99 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.